Event description:
The pump was explanted and returned to the manufacturer for analysis. No reason for the explant or implant duration was provided. A follow up report will be sent when additional information is received. On 9/5/06 additional information received from hcp indicates in 2006, the patient presented with an open wound to the pump site. The pump and catheter were removed one week later, the drugs used in the pump were compounded baclofen and dilaudid.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.